Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years or more prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experiencing difficulty and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.